Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging CPAP device's sound abatement foam became degraded and caused stage two kidney disease and liver cancer. The patient did not report receiving any medical intervention. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section d4 : UDI number was incorrect in initial report, which was corrected. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging CPAP device's sound abatement foam became degraded and caused stage two kidney disease and liver cancer. Additional information was received about the allegation of respiratory tract irritation. The patient did not report receiving any medical intervention. Section e1 and h6 health effects: clinical codes has been updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused stage two kidney disease and liver cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.